Event description:
It was reported a spectrum pump alarmed system error 105 during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed during baxter's functionality testing, as well as upon start up during the device investigation. Further testing was unable to reproduce this condition. The alarm was determined to have been caused by severed motor mount screws. The motor assembly and mount screws were replaced.